Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the o-ring had come off the device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was not functional and would not oscillate. During repair it was observed that the unit¿s coupling pin, and bearing housing had an unknown liquid substance on it, and other components were corroded and had some debris on them. The assignable root cause was determined to be due to improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional information was received stating that during the same procedure it was observed that the attachment device was freezing up when in use. It was reported that there was a negligable delay due to the event, and an unspecified spare device was available for use. It was reported that there was no injury to the patient. This information does not change the reportability of the file. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the o-ring on the sagittal saw attachment device had come off. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.